Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation and the reported condition was confirmed through the visual inspection. Batch records were also reviewed and no deviations were found. An assignable root cause could not be determined. However, the spike was received from a supplier and will be notified in order to perform an investigation.

Manufacturer narrative:
(B)(4). The sample was received for evaluation but is still pending. A follow up report will be submitted upon its completion.

Event description:
The customer reported to baxter (B)(4) that the spike of the vented nitro set broke easily when attempting to place in the glass. Patient injury and medical intervention were not reported for this event. There is no additional information available.